Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2qphg); product type: 0200-lead; implant date (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month ago, they have been feeling a pricking sensation down by their vagina, it was irritating, when they were sitting down it felt like someone was sticking a pen down at them, they could feel it more when they were sitting and they can't function with it pricking at them. Patient said they knew how to use their control equipment to turn therapy down or off but that was not the problem, it does not help them, if they make it too low they were urinating too much, if it is the way it was right now holds them so they do not have to urinate, it has nothing to do with the setting and it has something to do with the lead, one of the leads was poking them they think it has moved. Asked patient if they have had any falls, traumatic accidents or other medical tests or procedures and patient said, no, they did not have anything like that but they know what the leads look like, they look like strings and one of them seemed like it has moved over or something. The patient was redirected to their healthcare provider to further address the issue. Pt said they have moved. Offered and provided listings verbally during the call.